Event description:
Paramedics attempted to use the device to monitor a pt diagnosed with acute pulmonary edema. The device was connected to the pt through a 4 wire pt cable. Reportedly, the device displayed ECG leads off. Connections of the cable to the device were checked in an unsuccessful attempt at correction. The pt was transported to the hosp without further incident.